Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("separation of inner coil from outer coil (at insertion)") in a female patient who received essure for sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction ("she feels it is a problem with the essure product - product malfunction"). On an unknown date, the patient started essure. On an unknown date, the patient experienced device breakage (serious criteria medically significant and clinically significant/intervention required), complication of device insertion ("separation of inner coil from outer coil (at insertion)"), device expulsion ("almost complete expulsion of the device on one side into the uterine cavity (this side was not occluded, patency)") and device deployment issue ("the delivery wire was not pulled out (premature detachment)"). The patient was treated with surgery (she will remove this micro-insert (sometime soon) by hysteroscopically or laparoscopically). At the time of the report, the device breakage, complication of device insertion, device expulsion and device deployment issue outcome was unknown. The reporter considered device breakage, complication of device insertion, device expulsion and device deployment issue to be related to essure. The reporter commented: she felt that if she did not rotate the thumbwheel till full stop then the micro-insert should not deploy until the inner delivery wire pulled back. Sterilisation has failed because of separation of inner coil from outer coil with almost complete expulsion of the device on one side. Essure failed micro insert procedure on one side because of product malfunction. The other side was successful. She will remove this micro-insert (sometime soon) by hysteroscopically or laparoscopically. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was this side was not occluded (patency). Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced separation of inner coil from outer coil (at insertion). She will remove this micro-insert (sometime soon) by hysteroscopically or laparoscopically. This event is anticipated according to the reference safety information for essure. In this case, the exact date and mechanism of device breakage were not known. Based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention will be performed. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Other product or product use issues identified: device malfunction "she feels it is a problem with the essure product - product malfunction (failure of the catheter tip to retract)". The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-mar-2017 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed 1537 cases. Device expulsion. The analysis in the global safety database revealed 226 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: lot number c51344 (production date: 6-may-2014; expiration date: 31-may-2017). Based on the attached picture, when the landing area is visible is because the final rollback was not executed totally, since the sample was not returned for investigation, this case is unconfirmed quality defect but plausible. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of a premature deployment/detachment event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage and device malfunction. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 21-feb-2017: quality safety evaluation of ptc. On 11-mar-2017: relevant information received, event updated with the information failure of the catheter tip to retract occurred. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced separation of inner coil from outer coil (at insertion) (seen as device breakage) and almost complete expulsion of the device of left side into the uterine cavity (this side was not occluded, patency) (seen as partial expulsion of device). A hysteroscopy was performed and the whole disrupted device was retrieved from uterine cavity. All these events are anticipated according to the reference safety information for essure. In this case, the device breakage and partial expulsion of device occurred on the same day of essure insertion procedure. Therefore, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of device expulsion ("almost complete expulsion of the device of left side into the uterine cavity (this side was not occluded, patency)") in a (B)(6)-year-old female patient who had essure (batch no. C51344) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "she feels it is a problem with the essure product - product malfunction (failure of the catheter tip to retract)" on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), complication of device insertion ("separation of inner coil from outer coil (at insertion)") and device deployment issue ("the delivery wire was not pulled out (premature detachment)"). On an unknown date, the patient experienced vaginal haemorrhage ("patient had no symptoms apart from some spotting"). The patient was treated with surgery (hysteroscopic, the whole disrupted device retrieved from uterine cavity on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, complication of device insertion, vaginal haemorrhage and device deployment issue outcome was unknown. The reporter considered complication of device insertion, device deployment issue, device expulsion and vaginal haemorrhage to be related to essure. The reporter commented: the insertion procedure was uneventful, painfree insertion / deployment with 3-4 coils trailing on each side. However noticed discrepancy in appearance of catheter tips after procedure, after patient was gone. There was a fine wire still attached to end of one catheter, other tip was as expected after deployment (defect was seen only in one catheter). The failure of the catheter tip to retract occurred and one of the device was seen in the process of being expelled at 3 months scan. The instructions in the IFU were followed. There was no deviation from the insertion procedure as described in the IFU. She felt that if she did not rotate the thumbwheel till full stop then the micro-insert should not deploy until the inner delivery wire pulled back. Sterilisation has failed because of separation of inner coil from outer coil with almost complete expulsion of the device on one side. Essure failed micro insert procedure on one side because of product malfunction. The other side was successful. The patient had no injury only inconvenience / unnecessary procedure. Failed sterilisation on left side and needed laparoscopic sterilisation on day of essure removal. She had removed the device. According the reporter, that device was clearly broken when seen hysteroscopically at 3 months. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: this side was not occluded (patency) ultrasound scan - on (B)(6) 2016: left device trailing in uterus (B)(6) 2016 hysteroscopy: inner coil coming out of outer coils with more than 50% device in uterine cavity (the device was seen in the process of being expelled at 3 months scan).the device was clearly broken when seen hysteroscopically at 3 months. Right side device correct placement confirmed at scan and hysteroscopy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device expulsion. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 7-jun-2017: device evaluation updated. Company causality comment : incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of device expulsion ("almost complete expulsion of the device of left side into the uterine cavity (this side was not occluded, patency)") in a (B)(6) female patient who had essure (batch no. C51344) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "she feels it is a problem with the essure product - product malfunction (failure of the catheter tip to retract)" on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), complication of device insertion ("separation of inner coil from outer coil (at insertion)") and device deployment issue ("the delivery wire was not pulled out (premature detachment)"). On an unknown date, the patient experienced vaginal haemorrhage ("patient had no symptoms apart from some spotting"). The patient was treated with surgery (hysteroscopic, the whole disrupted device retrieved from uterine cavity on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, complication of device insertion, vaginal haemorrhage and device deployment issue outcome was unknown. The reporter considered complication of device insertion, device deployment issue, device expulsion and vaginal haemorrhage to be related to essure. The reporter commented: the insertion procedure was uneventful, painfree insertion / deployment with 3-4 coils trailing on each side. However noticed discrepancy in appearance of catheter tips after procedure, after patient was gone. There was a fine wire still attached to end of one catheter, other tip was as expected after deployment (defect was seen only in one catheter). The failure of the catheter tip to retract occurred and one of the device was seen in the process of being expelled at 3 months scan. The instructions in the IFU were followed. There was no deviation from the insertion procedure as described in the IFU. She felt that if she did not rotate the thumbwheel till full stop then the micro-insert should not deploy until the inner delivery wire pulled back. Sterilisation has failed because of separation of inner coil from outer coil with almost complete expulsion of the device on one side. Essure failed micro insert procedure on one side because of product malfunction. The other side was successful. The patient had no injury only inconvenience / unnecessary procedure. Failed sterilisation on left side and needed laparoscopic sterilisation on day of essure removal. She had removed the device. According the reporter, that device was clearly broken when seen hysteroscopically at 3 months. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: this side was not occluded (patency) ultrasound scan - on (B)(6) 2016: left device trailing in uterus. On (B)(6) 2016 hysteroscopy: inner coil coming out of outer coils with more than 50% device in uterine cavity (the device was seen in the process of being expelled at 3 months scan). The device was clearly broken when seen hysteroscopically at 3 months. Right side device correct placement confirmed at scan and hysteroscopy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-jun-2017 for the following meddra preferred term: device expulsion. The analysis in the global safety database revealed 242 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the provided pictures, when the landing area is visible it is due to that physician did not complete the final rollback until the end. In regards of the micro insert no damages were observed. Premature detachment is defined as the expansion of the outer coils of the micro-insert and subsequent detachment of the micro-insert assembly from the delivery wire prior to the physician completing all deployment steps outlined in the instructions for use. Several factors can contribute to a premature detachment event. The most likely root causes are tubal spasms, which prematurely pull the micro-insert from the delivery catheter, stretching of micro-insert during placement attempts, which loosens the inserts grip on the delivery wire, and potential manufacturing deficiencies. Based on the technical assessment, lot number was provided. The quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit is unable to confirm any quality defect or device malfunction at this time. However, the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because the possibility of a premature detachment event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 1-jun-2017: quality safety evaluation of product technical complaint. The previous event term "separation of inner coil from outer coil (at insertion)" was deleted. Company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
On (B)(6) 2016, the patient started essure. On the same day, the patient experienced device breakage (seriousness criteria medically significant and clinically significant/intervention required), device expulsion (seriousness criteria medically significant and clinically significant/intervention required), complication of device insertion ("separation of inner coil from outer coil (at insertion)") and device deployment issue ("the delivery wire was not pulled out (premature detachment)"). On an unknown date, the patient experienced vaginal haemorrhage ("patient had no symptoms apart from some spotting"). The patient was treated with surgery (hysteroscopic, the whole disrupted device retrieved from uterine cavity on (B)(6) 2017). Essure was withdrawn. At the time of the report, the device breakage, device expulsion, complication of device insertion, vaginal haemorrhage and device deployment issue outcome was unknown. The reporter commented: the insertion procedure was uneventful, painfree insertion / deployment with 3-4 coils trailing on each side. However noticed discrepancy in appearance of catheter tips after procedure, after patient was gone. There was a fine wire still attached to end of one catheter, other tip was as expected after deployment (defect was seen only in one catheter). The instructions in the IFU were followed. There was no deviation from the insertion procedure as described in the IFU. The patient had no injury only inconvenience / unnecessary procedure. Failed sterilisation on left side and needed laparoscopic sterilisation on day of essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2016: ultrasound scan result was left device trailing in uterus. (B)(6) 2016 hysteroscopy: inner coil coming out of outer coils with more than 50% device in uterine cavity. Right side device correct placement confirmed at scan and hysteroscopy. Most recent follow-up information incorporated above includes: on 21-jan-2017: device breakage questionnaire received: patient details added. Insertion procedure date and essure lot number were also added. The broken essure removal procedure details were provided. Failed sterilization on left side. Needed laparoscopic sterilization on day of removal. The event patient had no symptoms apart from some spotting was added. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced separation of inner coil from outer coil (at insertion) (seen as device breakage) and almost complete expulsion of the device of left side into the uterine cavity (this side was not occluded, patency) (seen as partial expulsion of device). A hysteroscopy was performed and the whole disrupted device was retrieved from uterine cavity. All these events are anticipated according to the reference safety information for essure. In this case, the device breakage and partial expulsion of device occurred on the same day of essure insertion procedure. Therefore, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought.